Event description:
The customer reported an x8-2t model transducer had an articulation issue during use. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer could not confirm the articulation issue as described by the customer. The device passed all functional testing including the articulation test. However, visual inspection noted damage to the cable connector, a bite mark on the itube, chipped beading on the itube, and scratches on the mid-handle, tip, and window. The extensive physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
The customer reported an x8-2t model transducer had an articulation issue during use. There was no injury associated with this event.